Event description:
Consumer indicated she used a tampon and the tampon came apart into pieces upon removal. She removed the remaining pieces herself.

Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.